Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced potential under delivery due to infusion set which caused high blood glucose event on (B)(6) 2026 and the patient was treated with correction bolus via pump.